Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds. This rv lead was successfully replaced. No additional adverse patient effect were reported.